Manufacturer narrative:
Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the numbers are the following: (B)(4).

Event description:
(B)(6) -the dealer reported that the atm1614b power wheelchair brake bolt was broken. There was no patient injury reported.